Manufacturer narrative:
An event of a guidewire getting stuck in a delivery system was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The device was returned to abbott for analysis, and the investigation confirmed that there was a guidewire stuck in the delivery system. Based on the information received the cause of the reported event could not conclusively be determined. However, manufacturing engineering reviewed the reported details and deemed the reported event of the stuck guidewire was related to a potential product quality issue. Abbott is performing further investigation into the reported event of the stuck guidewire, per internal procedures

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the physician placed non-abbott wire in the ventricle and inserted the delivery system. When the delivery system was entered the ascending aorta, felt stuck on the wire, retracted the system into the descending and tried again. It was difficult to traverse but he was able to push the system forward and deployed the valve at 2mm on non-coronary cusp (ncc) and 2mm at left coronary cusp (lcc) side. The system was stuck on the wire and he could not retract the system over the wire. The physician pulled the system out and the wire and the nosecone got stuck on the valve. The valve migrated -2mm on the non-coronary cusp, the patient had moderate to severe aortic insufficiency (ai). A new non-abbott valve was placed inside the navitor valve and the ai got improved to mild to moderate. The patient was reported stable.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the physician placed non-abbott wire in the ventricle and inserted the delivery system. When the delivery system was entered the ascending aorta, felt stuck on the wire, retracted the system into the descending and tried again. It was difficult to traverse but he was able to push the system forward and deployed the valve at 2mm on each side. The system was stuck on the wire and he could not retract the system over the wire. The physician pulled the system out and the wire and the nosecone got stuck on the valve. The valve migrated -2mm on the non-coronary cusp, the patient had moderate to severe aortic insufficiency (ai). A new non-abbott valve was placed inside the navitor valve and the ai got improved to mild to moderate. The patient was reported stable.

Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. ¿ the additional reported effects/ malfunctions are included in a separate medwatch report.